Manufacturer narrative:
The monitor was manufactured 31-jul-2006. Per edwards¿ standard operating procedure, the useful life of the monitor has been established to be 5 years. The referenced monitor has exceeded the useful life established for this device. Review of the device history record supports that there were no non-conformances noted for any reason. Examination of the returned device was unable to confirm the customer¿s experience. Over 36 hours of testing; burn-in, fatu and safety, resulted in expected results with no failures or issues. The source of the customer's experience was unable to be determined as it was unable to be replicated. It is unknown whether procedural processes or a specific circumstance played a role in the observation of the reported 'high values,' as the fault could not be reproduced and there was no evidence of any other failure or manufacturing defect.

Event description:
It was reported that the vigileo monitor displayed output values that were ¿too high.¿ the specific details regarding the values were unable to be obtained. The initial reporter was unable to provide any additional details. Although efforts were made to determine the identity of the user, the information was unable to be obtained and the ¿user¿ of the device at the time of the reported event could not be established. There was no report of patient compromise or inappropriate treatment resulting from the event and this report is being communicated as a result of the inability to confirm or negate the presence of inaccurate values. No additional system-related devices were identified as suspect.

Manufacturer narrative:
The device evaluation is expected but was not complete at the time of this submission. Evaluation results, investigation, and a conclusion will be communicated in a follow-up submission.